Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion in the right anterior tibial artery (ata), superficial femoral artery (sfa), and popliteal artery (pa). After placing a 4fr sheath, a non-boston scientific (bsc) guidewire and microcatheter were advanced into the lesion from pa to sfa followed by a 22x300 non-bsc balloon. However, difficulties were encountered in crossing the lesion as it was stiff. The guidewire was replaced and was able to cross the lesion. Dilatation was performed using a 1.5mm x 20mm x 143cm coyote es balloon. However, during the initial inflation at 8 atmospheres, the balloon ruptured. Further dilatation was performed using a 2x20 coyote es balloon, followed by a 4x150 and 5x150 non-bsc balloons. Additional dilatation was performed using a 4mm wolverine balloon in areas where stenosis remained. Following dilatation, a 4x150 non-bsc stent was implanted just before the pa, and a 7x150 eluvia stent was implanted in the central side of the mid-sfa. Post-dilatation was performed with a 7x100 non-bsc balloon. The procedure was completed. There were no patient complications as a result of this event.